Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact on the customer's blood glucose level. The customer was advised by technical support to switch to an alternate insulin delivery method, mdi, and a replacement pump with updated software was sent to the customer. The customer was also instructed to return the malfunctioning pump to tandem using the provided return box and pre-paid label, and they understood the steps to be taken upon receiving the replacement pump.